Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213)- the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213)- the review of the historical data was performed. Trend analysis (4110/213)- the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon could not be inserted. Insertion of this iab was abandoned due to vascular meandering. A new iab was opened and inserted successfully using the same sheath as the first iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The guidewire was also returned inserted through the iab. Two catheter tubing kinks were observed at approximately 43.4cm & 47.8cm from the iab tip. An additional guidewire kink was also observed at approximately 19.8cm from the j-tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was unable to be performed due to the returned unfolded condition of the iab. A 0.018¿ laboratory guidewire was inserted through the inner lumen. No obstruction was felt. The evaluation was unable to perform an insertion test due to the returned unfolded condition of the iab. However, kinks to the catheter tubing may contribute to a difficult insertion. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).